Event description:
An individual reported experiencing multiple occlusion alarms repeatedly despite changing both the site and cartridges multiple times. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.